Event description:
The account reported the bed has no bed exit alarm. The bed was located in the ICU at the facility. The patient fell out of the bed and was not injured. (B)(4).

Manufacturer narrative:
The account stated the head side rails were up and the nurse was not sure about the foot end side rails. The hill-rom technician investigated and spoke with the biomed at the account who stated that the patient got out of bed and fell. The account did not know there was no bed exit alarm capabilities to resolve the issue. No repair was needed to excel care bed functions as designed. Based on this information, no further action is required.